Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer blood glucose level was unknown. Customer states that the scratches on the screen and it was hard to read to the patient. Insulin pump will not be return for the analysis.